Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged nausea. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged nausea. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection was completed by the manufacturer and found water ingress in the blower box as well as on the blower motor. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The device was applied power and the device operated properly. The manufacturer concludes the device has contamination consistent with water ingress. There was evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.